Event description:
Dept. Of health has identified an issue with possible contamination/ spread of infections while using the glucolet ii penlet with multiple pts. Event though the disposable, single use endcap provides a physical barrier and the pt's finger does not touch the reusable penlet portion, the dept of health feels there is a risk and has declared this as a "jeopardy" to pts. If so, there needs to be a nationwide hazard alert or recall until complete, independent product testing can be performed and communicated. Reporter states facilities now use completely desposable single use lancet devices. Health dept is unsure if the new product will put employees at risk for more finger sticks (the glucolet # penlet was superior for preventing accidental needlesticks to all users.